Event description:
A report that the patient's precision system was explanted and was received. The patient was explanted due to an infection. A culture was taken and the patient had a staph infection. The physician prescribed the patient antibiotics, and stated the infection was not device related.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.